Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements. Data was sent to technical services for review and recommendations. No resulting adverse patient effect have been reported and to date, no intervention has been initiated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination determined the fracture was located approximately 328 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements. Data was sent to technical services for review and recommendations. No resulting adverse patient effect have been reported and to date, no intervention has been initiated. Subsequently the lead was explanted, replaced and returned for laboratory analysis.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements. Data was sent to technical services for review and recommendations. No resulting adverse patient effect have been reported and to date, no intervention has been initiated. Subsequently, the lead was explanted and replaced. The removed lead is intended to be returned for analysis and no procedural adverse effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.